Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had an unexpected restart alarm. The customer's blood glucose was unknown. Troubleshooting did not occur for the insulin pump. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed self test, a21 error test and displacement test. No unexpected a21 error alarms noted. However, the insulin pump was received with minor scratched lcd window.